Event description:
Information received from the field notes that during a routine interrogation, inappropriate measured data was displayed. The device gave a recommended replacement time (rrt) message and since the patient was pacemaker dependent, the physician replaced the device.